Event description:
I'm a (B)(6) man and can't walk at all. I got a go go scooter back in (B)(6), so far I have turned over 5 times and 1 time I tore a rota cuff and can't have it repaired ever do to medical conditions to high a risk for me. So I now suffer much pain daily 24/7. I own a pride go go 4 wheeler and that's don't tip over. I keep that one in my van. (B)(6) should not pay for these pride go/go 3 wheelers. Notice top picture has no stabilizers like the one in the bottom picture has. I talked to several people whom I've seen on above picture go/go in pride and all said they too have tipped over and got hurt. You need to do something to correct this problem. Continued doctors care. Weekly and pain medicine is needed daily. Document number: (B)(4). Report number: (B)(4).